Event description:
It was reported that the right ventricular (rv) lead malfunctioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was not capturing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4193 implantable pacing lead (B)(6) 2003, (B)(4) competitor implantable cardioverter defibrillator (ICD)  (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed, there was body tissue/fibrotic growth in the distal superior vena cava (svc) and right ventricular (rv) exposed electrode coils, the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the overlay tubing of the lead was extrinsically breached due to melting, and visual analysis of the lead indicated apparent explant damage. The lead segments that were returned were thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿no capture¿ described in the event. Although explant damage was observed, no other anomalies were observed regarding the lead. Results for all electrical testing were within specified parameters. Because only a partial lead in segments was returned, it cannot be determined at this time the likely nature of the ¿no capture¿ mentioned in the event. The rv conductor was inadvertently damaged during the destructive analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.